Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump receive bolus not deceiver alarm. Customer's blood glucose value was 325 mg/dl and 151 mg/dl and they did the bolus. Customer stated they tried to did the manual bolus. The device will not return for analysis.